Event description:
Cna had powdered gloves on. Her hands started to break out. Then, she started experiencing shortness of breath. She was sent to the emergency room, treated and released. Cna is fine now and back to work.